Manufacturer narrative:
The device was received for evaluation with no fluid in the bladder. Visual inspection identified that the tubing was separated from the y-site. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after unpacking a clearlink continu-flo solution set, the injection site below the continue flow valve was separated/unglued from the tubing. There was no patient involvement. No additional information is available.